Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the non-returned batteries' manufacturing documentations confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating a battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between a battery and the controller was stable. Log file analysis revealed that the controller's software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving batteries bat219542, bat510270, bat510296 and bat510357. As a result, the reported event was confirmed. An internal investigation is open to review momentary disconnections. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional system component being reported for this event: battery/(B)(4)/ cat#(B)(4). (B)(4). This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/unk/ cat#unk-battery/ exp. Date. Unknown. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unknown. Labeled for single use: no. (B)(4). Battery/unk/ cat#unk-battery/ exp. Date. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unknown. Labeled for single use: no. (B)(4). Battery/unk/ cat#unk-battery/ exp. Date. Unknown. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unknown. Labeled for single use: no. (B)(4). Battery/unk/ cat#unk-battery/ exp. Date. Unknown. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unknown. Labeled for single use: no. (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety as power switching occurred with the batteries and controller. The batteries and controller were replaced and remain in use. No further patient complications have been reported as a result of this event.